Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed the barbed luer was torn through the pressure line. Conclusion: analysis confirmed the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Event description:
Medtronic received information that during a case using this cannula, the customer noted that the tubing had ruptured. The customer noted that the female luer connector appeared to have been connected to the tubing at an angle causing the tubing to rupture. There were no adverse patient effects.